Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 345. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device displayed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be failing force sensor. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.